Manufacturer narrative:
The device is currently under evaluation into root cause.

Event description:
It was reported by the sales rep that there was a leak in the intraclude aortic device, icf100 balloon. The leak developed after positioning of the device. The surgeon opted to use a trans thoracic clamp instead of replacing the icf. No injury to the patient was stated.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and a pin hole with a scratch mark were observed between 65 cm and 70 cm marker bands on the shaft of the catheter. The shaft of the catheter was found to be leaking. The endoreturn introducer used in conjunction with the intraclude aortic device was found to have the incorrect y-connector in use on the manufacturing floor. This was confirmed by reviewing the raw material stock at receiving inspection. A CAPA has been initiated and supplier CAPA initiated due to this report. A product recall was also initiated as a response to the endoreturn introducer. It is important to note that the customer never alleged a product defect with the endoreturn introducer, no visible defects would have been seen by the customer. Through investigation of the intraclude device, the nonconformance was noted. The complaint and MDR has been submitted under the intraclude device as this product did not perform as intended due to the nonconformance of the introducer. Without this nonconformance, it is our belief the device would have functioned as intended. Trends will continue to be monitored through the edwards complaints system.